Event description:
Device #1 malfunction: posterior cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed the posterior needle tip did not capture the posterior cuff. The device was removed and a second proglide was used with the same results. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Device #2 proglide, part# 12673-03, lot# unk indicated, is being filed under a separate manufacturer report number.